Event description:
It was reported that pump reset and low battery occurred. The pump reset occurred again on same date. The patient did not experience withdrawal as they were given oral baclofen. The drug in the pump was lioresal 2000 mcg/ml at a dose of 1075 mcg/ml per day. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.